Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("injuries including pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident, no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 32-year-old female patient who had essure (batch no. 678516(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included weight loss, abdominal pain, anorexia, hemorrhoids, dysmenorrhea, post coital bleeding, sleep disturbance, multiparous, multigravida and parity 4. Concurrent conditions included ovarian cyst, dysfunctional uterine bleeding, dysuria, flank pain, hematuria, uti, constipation, paratubal cyst, abdominal pain lower, constipation, anemic and vaginal bleeding. Concomitant products included ciprofloxacin (cipro) and fluconazole (diflucan). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 1 day after insertion of essure, the patient experienced bladder disorder ("bladder problems or changes.") And urinary tract disorder ("urinary problems or changes"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), weight decreased ("weight gain / loss specify which one"), urinary tract infection ("infection type: bladder/urinary/infection / type bladder or urinary problems or changes;' multiple uti episode over 5 years"), migraine ("migraines/ headaches/ migraine and chronic headache continue to present"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vaginal infection ("infection (vaginal) type"). In 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), weight increased ("weight gain / loss specify which one"), hot flush ("hot flashes") and abdominal pain ("abdomen pain"). The patient was treated with testosterone, antibiotics, surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, weight decreased, cystitis, urinary tract infection, migraine, allergy to metals, dyspareunia, alopecia, weight increased, mood swings, hot flush, nausea, dysmenorrhoea, vaginal discharge, fatigue, vaginal infection, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: one loop was identified outside the ostia on the right side. On the left side the same procedure was performed and approximately 10 loops were seen from that ostia. Diagnostic results: both tubes have tightly coiled metallic wires embedded within the proximal half. This is grossly consistent with essure implants.no perforation of either tube are identified. The right tube dispays a single central 0.5 cm clear fluid filled paratubal cyst while the left displays two central cysts, 0.3 and 1.3 cm in greatest dimensions concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, back pain, abdominal pain, pelvic pain, uti, weight loss, hair loss, headache, dyspareunia, nickel allergy, menorrhagia. Most recent follow-up information incorporated above includes: on 13-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in a 32-year-old female patient who had essure (batch no. 678516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight decreased ("weight gain / loss specify which one"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), migraine ("migraines/ headaches,"), headache ("migraines/ headaches,"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss.") And weight increased ("weight gain / loss specify which one"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, weight decreased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine, headache, allergy to metals, dyspareunia, alopecia and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, cystitis, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: lot number added. Event added as did not undergo an essure confirmation test, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/urinary, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nickel allergy, dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one:, hair loss. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") in a 32-year-old female patient who had essure (batch no. 678516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included weight loss, abdominal pain, anorexia, hemorrhoids, dysmenorrhea, post coital bleeding, sleep disturbance, multiparous, gravida and parity 4. Concurrent conditions included ovarian cyst, dysfunctional uterine bleeding, dysuria, flank pain, hematuria, uti, constipation, paratubal cyst, abdominal pain lower, constipation, anemic and vaginal bleeding. Concomitant products included ciprofloxacin (cipro) and fluconazole (diflucan). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 1 day after insertion of essure, the patient experienced bladder disorder ("bladder or urinary problems or changes.") And urinary tract disorder ("bladder or urinary problems or changes."). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), weight decreased ("weight gain / loss specify which one"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary/infection (bladder/urinary tract/vaginal) type/ bladder or urinary problems or changes;' multiple uti episode over 5 years"), headache ("migraines/ headaches/migraine/headache migraine and chronic headache continue to present"), allergy to metals ("nickel allergy/nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss."), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vaginal infection ("infection (bladder/urinary tract/vaginal) type"). In 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), migraine ("migraines/ headaches/migraine/headache migraine and chronic headache continue to present"), weight increased ("weight gain / loss specify which one"), hot flush ("hot flashes") and abdominal pain ("abdomen pain"). The patient was treated with testosterone, antibiotics, surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, weight decreased, cystitis, urinary tract infection, migraine, headache, allergy to metals, dyspareunia, alopecia, weight increased, mood swings, hot flush, nausea, dysmenorrhoea, vaginal discharge, fatigue, vaginal infection, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: one loop was identified outside the ostia on the right side. On the left side the same procedure was performed and approximately 10 loops were seen from that ostia. Diagnostic results: both tubes have tightly coiled metallic wires embedded within the proximal half. This is grossly consistent with essure implants.no perforation of either tube are identified. The right tube displays a single central 0.5 cm clear fluid filled paratubal cyst while the left displays two central cysts, 0.3 and 1.3 cm in greatest dimensions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, back pain, abdominal pain, pelvic pain, uti, weight loss, hair loss, headache, dyspareunia, nickel allergy, menorrhagia. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs and mr received. Events per pfs: hormonal changes describe: mood swings, hot flashes, hysterectomy (full), bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain / loss specify which one: weight loss. Patient's medical history was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 32-year-old female patient who had essure (batch no. 678516-invalid, 678515-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included weight loss, abdominal pain, anorexia, hemorrhoids, dysmenorrhea, post coital bleeding, sleep disturbance, multiparous, multigravida and parity 4. Concurrent conditions included ovarian cyst, dysfunctional uterine bleeding, dysuria, flank pain, hematuria, uti, constipation, paratubal cyst, abdominal pain lower, constipation, anemic and vaginal bleeding. Concomitant products included ciprofloxacin (cipro) and fluconazole (diflucan). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, 1 month 1 day after insertion of essure, the patient experienced bladder disorder ("bladder problems or changes.") And urinary tract disorder ("urinary problems or changes"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), weight decreased ("weight gain / loss specify which one"), urinary tract infection ("infection type: bladder/urinary/infection / type bladder or urinary problems or changes;' multiple uti episode over 5 years"), migraine ("migraines/ headaches/ migraine and chronic headache continue to present"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vaginal infection ("infection (vaginal) type"). In 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), weight increased ("weight gain / loss specify which one"), hot flush ("hot flashes") and abdominal pain ("abdomen pain"). The patient was treated with testosterone, antibiotics, surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (ablation). Essure was removed on 25-nov-2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, weight decreased, cystitis, urinary tract infection, migraine, allergy to metals, dyspareunia, alopecia, weight increased, mood swings, hot flush, nausea, dysmenorrhoea, vaginal discharge, fatigue, vaginal infection, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: one loop was identified outside the ostia on the right side. On the left side the same procedure was performed and approximately 10 loops were seen from that ostia. Diagnostic results: both tubes have tightly coiled metallic wires embedded within the proximal half. This is grossly consistent with essure implants.no perforation of either tube are identified. The right tube dispays a single central 0.5 cm clear fluid filled paratubal cyst while the left displays two central cysts, 0.3 and 1.3 cm in greatest dimensions concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, back pain, abdominal pain, pelvic pain, uti, weight loss, hair loss, headache, dyspareunia, nickel allergy, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6)-2018: update of information (2nd batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.